Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 120 mg/dl. The customer was hospitalized in (B)(6) due to low blood glucose. The customer states that the sensor was not displaying the correct data. The customer had calibration alerts on their insulin pump. The customer declined troubleshooting the issue. The customer was advised to contact the help line if they receive anymore alarms on their insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.